Event description:
This case was reported by a consumer (B)(6) and described the occurrence of electrolyte imbalance in a (B)(6) female patient who received super poligrip ultra fresh denture adhesive cream (B)(4) for denture adhesion. A physician or other health care professional has not verified this report. Concurrent medications included verapamil, atorvastatin calcium (lipitor), celecoxib (celebrex), esomeprazole (nexium), valsartan (diovan) and fortical. On an unknown date, the patient started super poligrip. In 2007, at an unknown time after starting super poligrip, the patient experienced shaking, "low electrolytes" and low potassium. The patient was hospitalized and treated with intravenous fluids. The events resolved. The patient reported medically serious events of neuropathy, balance difficulty, feeling unwell, loss of energy, burning sensation in body, feeling of needles sticking in her body, feeling terrible and pharmaceutical product complaint of the product oozing. At the time of reporting, the events were unresolved. The purpose of this contact was to inquire about the recent e-mail reports and television advertisements related to the safety of super polifrip. The consumer spontaneously mentioned that she was concerned about her use of super poligrip as she had been hospitalized for shaking, for low electrolytes and a low potassium in 2007. Although the shaking and low electrolytes have resolved, she also described the occurrence of neuropathy, balance problems, burning feeling, feeling of needles sticking in her body, feeling sick, having no energy and feeling terrible. The additional events are considered medically serious by gsk.

Manufacturer narrative:
The following information was solicited from the patient upon further questioning. The consumer began using super poligrip approximately 15 years ago following a extraction of her teeth and gum surgery on the lower gum for peridontitis. The consumer reports that sometime in the year 2006 she began to experience episodes of shaking which between 2006 and (B)(6) 2007 caused her to present to the emergency room (ER) approximately 4 times. The consumer reported that on (B)(6) 2007 she was admitted to the hospital where her electrolytes including her potassium were found to be low. The consumer was unable to recall the names of any medications she had received or procedures that were done over the course of her hospitalization. She reported that she did receive IV fluids, her medications were adjusted, and she was built back up. She was discharged to home on (B)(6) 2007. The consumer reports that she had blood work done approximately one week ago because she was feeling terrible. She reports that her electrolytes were found to be within normal limits. As the time of the report, the consumer continues to use super poligrip. The consumer requested that gsk not contact her; therefore, this case is lost to follow-up. The manufacturer's report number for this case is 9681138-2009-00068. Super poligrip is manufactured in (B)(4). The lot number for this product is known; however, it is unknown whether the product will be returned for quality assurance testing. (B)(4).